Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified and moderately tortuous forearm. A 4.0mmx20mmx40cm sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).